Event description:
It was reported that an asymptomatic patient presented in clinic for normal followup. The electrical function of the lead was normal. Externalized conductors were observed via cine images. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.